Event description:
The caller states that the device raises up fine, but will not lower. When they apply additional weight it will lower. States when he engages the motor he hears it no movement. Actuator needs replaced per tech.